Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead impedance had varied from 60 - 125 ohms and the physician had decided to cap the entire lead and replace it. No patient complications were reported as a result of this event.